Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found haptic tear and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.00 diopter, implantable collamer lens was implanted, removed and replaced within the same surgery due to lens tear/break during delivery into the eye. The reporter stated that there was no patient injury and that the replacement lens resolved the problem.